Event description:
It was reported that the 9800 system intermittently had dark shadows on the lower left side of the image during procedures with large pts. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned and the camera was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.